Manufacturer narrative:
Concomitant products: product ID 3887-33, serial # (B)(4), product type lead; product ID 3887-33, serial # (B)(4), product type lead; product ID 748951, serial # (B)(4), product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s body had ¿rejected¿ his second implantable neurostimulator (ins) device. It was clarified that the ins eroded through the skin and/or was showing signs of eroding. It was noted that the device was replaced due to the event. It was noted that the caller did not have information about when this event occurred/didn¿t have dates available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device that was eroding through the patient¿s skin was replaced (B)(6) 2013. There was no other troubleshooting or intervention planned. The patient was receiving effective therapy.